Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2017-04688. It was reported the patient has been experiencing undesirable stimulation, described as tingling, since (B)(6) 2016. As a result, the patient may undergo surgical intervention to address the issue.

Event description:
Device 1 of 2, reference MFR. Report#: 1627487-2017-04688. Additional information gathered revealed the patient's issue resolved as a result of surgical intervention for an event reported under MFR. Report# 1627487-2017-04689.